Event description:
Consumer reported that three needles were sticking thru poly bag without shield and all three needles were bent. Consumer went to the hospital due to needle stick in a finger and received a tetanus shot. Consumer got tested for hiv and hepatitis. Test results were negative.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend report.